Event description:
Patient was complaining of pain. The surgeon determined the total knee implants had loosened. It should be noted the patient was diagnosed with a chronic condition which affects the strength of their connective tissue over time. The surgeon is confident that the construct was well fixed at initial implantation of the implants. The loosening of the total joint replacement implants was due to the patient's chronic condition of soft tissue and not to the failure of the implants. Ref MFR report 3005180920-2014-00199.